Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: according to the information received, it was reported that the electrode showed little flames at the tip. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that comes in used condition. The cautery tip shows signs of activation. The device will be sent to the manufacturer for further testing. Manufacturing investigation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging, a bag only. The tip is used, shows use of activation, small amounts of debris within the tip. The handle assembly is used, tissue debris in the activation tip. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misuse. Procedural residue visible in the suction ports. Electrical checks: the device passed all the parameters. Functional checks: the device passed all the tests. The customer's issue could not be replicated. Since this was not accomplished, the complaint cannot be substantiated. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established since the device passed the visual and functional testing. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair surgical procedure it was observed that the vapr tripolar 90 suction elect electrode device showed little flames at the tip. It was reported that there was a 5-minute delay in the procedure due to the event. There were no fragments generated. It was reported that a new electrode device was used to successfully complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.